Event description:
An aneurx stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 106 months ago. Aneurysm morphology and vessel morphology at the time of implant were not reported. It was reported that the pt returned asymptomatically for routine f/u in (B)(6) 2010, when a migration and a proximal type 1 endoleak were noted. The bifurcated graft was found to be 2 cm below the renals. The aneurysm diameter was found to be 5.5 cm. The aortic neck was 26 mm in diameter and it was straight. The aortic neck was 22 mm in diameter on a CT scan in 2006; therefore the migration was attributed to dilatation of the neck from 22mm to 26mm. There was also some aneurysm enlargement, although the initial size is unk. Another MFR's stent graft was implanted and successfully resolved the endoleak. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: stent graft migration, endoleak. Dilated aortic neck. Eval, conclusion: dilated aortic neck.